Manufacturer narrative:
During investigation for an unrelated issue a reportable malfunction was found. The rear response button switch was contaminated and non-functional. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.